Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high flow insufflation unit had an error and then powered off. The issue occurred during preventative maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the main printed circuit board had failed causing a motion alarm to be activated on device start-up and no indicators were lighted on front panel. Per the evaluation: it appears that the age of the circuit board and the stress that is caused by heat and humidity have probably affected the device¿s performance over time and contributed to this equipment breaking down. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.